Event description:
Customer reported to the varian help desk a situation where a partial structure was missing and consequently could have resulted in an incorrect treatment field. The original contact was in 2003 and in a follow up discussion the customer confirmed that no mistreatment occurred. This report is submitted in accordance with 30 days reporting guidelines in that although the investigation is still in process there is a reasonable probability that if the malfunction were to recur there is a potential for serious injury.